Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 388 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the pump was warm after charging. A new cartridge and infusion set was loaded to address the event and insulin delivery was resumed.